Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal insulation abraded at 53.5 cm and 54 cm from the connector pin, due to friction with another implanted device. The reported elevated thresholds could have occurred due to this damage.

Event description:
It was reported that the lead exhibited high threshold of 7.0 v at 0.4 ms. The lead was explanted and replaced, at which time insulation damage was noted. Infection was also noted.